Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was defective. It was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced and tested the touchscreen, and the reported touchscreen failure was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).